Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of (B)(6) 2015. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A sample or photo was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Unconfirmed complaint. Without any sample, a root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that while using a bd vacutainer® single use holder, a high flow rate was observed during sample collection, and then when serum tube was removed from holder, blood flow observed through the needle that got through the shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.